Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a temporomandibular joint replacement procedure on an unknown date. Subsequently, the patient is being scheduled for a revision due to unknown reasons. However, no revision procedure has been reported to date. The patient is unable to be scanned due to limited mouth opening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h1, h2, h6 and h10. Upon reassessment of the reported event based on additional information it has been determined that this event was a duplicate and was previously reported on report 0001032347-2023-00060. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event based on additional information it has been determined that this event was a duplicate and was previously reported on report 0001032347-2023-00060. This initial report submitted needs to be voided.